Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent false downstream occlusions, which was reproduced during evaluation. A review of the event history log identified intermittent false downstream occlusions as downstream occlusion messages. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device would not auto-restart intermittently, which was confirmed during evaluation. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusions intermittently "specifically when there is even slight pressure put on the door (almost a light touch) ". Intermittently it would not auto restart after the occlusions and then eventually it just indicates downstream occlusion immediately upon starting the infusion. The event happened during delivery in the general patient ward. There was no patient involvement. No additional information is available.